Manufacturer narrative:
Report # 9615332-2017-00079 is associated with (B)(4), biotene original oral rinse (savannah).

Event description:
Swallowing the product for while [accidental device ingestion]; mouth is really irritated [mouth irritation]; case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number 7o036c, expiry date 31st august 2019) for dry mouth. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant), mouth irritation, accidental ingestion of drug, wrong technique in drug usage process and wrong technique in device usage process. Biotene original oral rinse (savannah) was discontinued (dechallenge was negative). On an unknown date, the outcome of the accidental device ingestion, accidental ingestion of drug, wrong technique in drug usage process and wrong technique in device usage process were unknown and the outcome of the mouth irritation was not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion and mouth irritation to be related to biotene original oral rinse (savannah). Additional details: adverse event information was received on 01 august 2017. The consumer stated, "I took the bottle of rinse and put it into the bottle of spray and now my mouth is really irritated. I have been swallowing the product for while. I don't know when I first starting using it. But the issue began over time and I didn't relate it back to the product, so I don't know when it started".